Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, the reporter stated that they had changed the cassette without replacing the solution bags, as well as unhooking a solution bag and then re-attaching it. These represent use errors. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿troubleshooting¿ instructs the user not to attempt to reuse any disposable supplies. Sections ¿warnings and cautions¿, ¿perform therapy¿, and ¿troubleshooting¿ warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Sections ¿warnings and cautions¿, ¿perform therapy¿, ¿end therapy¿, and ¿troubleshooting¿ warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that the home patient (hp) had disconnected and reconnected a solution bag on the final line. The event occurred during fill five of five on the home choice (hc) and the hp was connected. The patient also stated that while the device was priming for the same therapy he had changed the cassette and had not changed the solution bags. The technical service representative (tsr) reviewed correct operating procedures with the patient assisted the hp to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.